Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm and a common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. During advancement of the iliac branch component resistance was noted, reportedly the up and over through wires had become wrapped around the delivery catheter. It was reported the sheath then backed out as it was not being held in place, leaving the device exposed. It was reported an attempt to withdrawal the delivery catheter resulted in the leading olive separating. It was also reported that the device completely pre deployed in the patient common iliac artery (unintended location). No unintended vessel coverage was reported in the patient¿s common iliac artery. Several attempts were made to remove the delivery catheter. The device was able to be removed from the patient percutaneously. Final angiography showed exclusion of all aneurysms. The patient tolerated the procedure and no further adverse events were reported.